Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, patient: 1, inratio: 1.2, lab: 2.2. Patient was sent for a lab draw 15 minutes after the finger stick was done. Therapeutic range: 2.0-3.0. Customer could not provide the strip lot number that was used, only the strip code k79f3 (48 strip box kit).

Manufacturer narrative:
Investigation pending.